Manufacturer narrative:
The manufacturer did not receive the device for investigation. Medical notes were provided for review. No x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the left side on (B)(6) 2014. It was reported that the patient has been subsequently experiencing loosening, pain, burning sensation, odd feeling in her hip. The patient was revised on (B)(6) 2016 due to infection. Note: this is a split case with zimmer inc., (B)(4).

Manufacturer narrative:
Additional information was received on december 11, 2016. As soon as additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp(B)(4).

Event description:
It has now been reported that on (B)(6) 2016 the patient underwent revision and the implant was replaced with antibiotic spacer. On (B)(6) 2016 the spacers were removed and the patient was implanted trabecular shell / biolox head.

Manufacturer narrative:
Additional information was received on september 28, 2016. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the implant was removed, but the patient has not yet been revised. The patient had to be on a PICC line for 6 weeks and had an aspiration on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the female patient had an initial left thr on (B)(6) 2014. Subsequently, the patient has started experiencing loosening, pain, burning sensation, odd feeling in hip and believes the implant is at a wrong angle. The e-mail received on jul 25, 2016 states the stem and biolox head were removed due to infection on (B)(6) 2016. Additional information received (the phone talk with the patient) on sep 28, 2016 indicates that the patient has a spacer and had aspiration on (B)(6) 2016. Additional information received on nov 22, 2016 states that the patient underwent revision surgery on (B)(6) 2016. Review of received data - 4 intraoperative x-rays were received. Position of the components look normal. Acetabular shell is fixed with two screws. No abnormalities were observed. - primary implantation surgery report, dated (B)(6) 2014: pre-op diagnosis: left hip osteoarthritis. Zimmer versys fiber metal taper size 11, biolox delta ceramic head 36 +0, 52mm continuum shell with two 6.5mm screws and 36x52mm elevated liner implanted. Operation:acetabular components placed. X-rays were taken during the surgery, position of the cup was confirmed to be acceptable. Leg length was acceptable. 36+0 provisional head was stable. Leg length was found to be equal. Trunnion of femoral component was washed and dried. Ceramic head placed. No abnormalities observed in the surgical report. -x-rays report dated (B)(6) 2013: findings: ap pelvis lateral of left hip. The right hip shown to have some very mild degenerative change. The head is slightly uncovered. Joint spaces are well-maintained. Left hip has mild to moderate degenerative joint disease and 50%loss of superior joint space. Posterior and inferior spur formation. Head is slightly uncovered, no fractures. -x-rays report, dated (B)(6) 2015: findings: ap and lat x-rays of left hip demonstrates acceptable component positioning of acetabular and femoral components. Positions are unchanged relative to the positions at time of surgery. -x-rays report, dated (B)(6) 2015: findings: ap and lat x-rays of left hip demonstrates no change of positions of components since last x-ray report. Cup and stem positions are acceptable. No fracture. -x-rays report, dated (B)(6) 2015: findings: ap and lat x-rays of left hip demonstrates no significant change of positions of components since last x-ray report. The screw do not show any lucency or change in position. Cup position is acceptable in femur. Not any bony or soft tissue lesions. -x-rays report, dated (B)(6) 2015: findings: ap and lat x-rays of left hip demonstrates no change compared with the previous x-ray reports. No abnormalities. Follow up visits of the patient show no significant problems. -office visit, dated (B)(6) 2015: complaint: patient having discomfort and anterosuperior iliac spine. No numbness, tingling or burning. Impression: surgeon thinks the pain is result of tendinitis and inflammation at the antesuperior iliac spine. No product was returned to zimmer biomet for in-depth analysis, the device location is unknown. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate was reviewed. The sterilization certificate confirms that the products were sterilized according to the specifications. Root cause analysis root cause determination using dfmea: - nonsterile product due to sterile barrier is not sufficient within the sterility guarantee => not possible: the sterile barrier is validated according to the packaging specification and sterilization document confirms the sterility of the product. - incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => not possible: the sterilization method is validated according to the sterilization specification. - non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: the handling of the device is out of zimmer biomet control. - unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage) => not possible: the packaging of the product is validated according to the packaging specification. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: IFU d011500245 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: according to the received medical reports, patient had only insignificant pain with her tha. Frequent follow-up visits did not reveal any problem related to the tha.the x-ray imaging reports indicated no problems regarding the position of the tha components and bone conditions. The received radiographs presented well-positioned components. The e-mail received on jul 25, 2016 states the stem and biolox head were removed due to infection on (B)(6) 2016. However, there is no medical documents received confirming this event. Gamma sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family and it is highly unlikely that a disadvantageous product design favored or contributed to the infection more than 1 year after the implantation. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).